Event description:
It was reported that the patient experienced the reservoir herniated out of the inguinal canal with an inflatable penile prosthesis (ipp). The ipp reservoir was repositioned and nothing was explanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.